Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump had no power and there was a crack in the battery compartment. The battery cap is reported undamaged but will not secure properly to the pump. The reporter confirmed the battery cap had not been replaced in more than 13 months. The patient reportedly experienced hyperglycemia with blood glucose measuring 416 mg/dl, but no additional symptoms. This blood glucose level without additional symptoms does not meet animas' criteria of a reportable adverse event. Therefore, no injury is being reporting in association with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was unable to securely properly to the pump to maintain electrical connection. With the damaged cap on the pump, the power issue was duplicated. A test battery cap was able to fit securely to the pump and the pump exercised for 12 hours without interruption in power. Unrelated to the original complaint, the display screen was noted to be dim/discolored.